Event description:
It was reported that the patient's pacemaker could not be interrogated remotely via radio frequency(rf) telemetry. The patient presented in clinic for follow up. Upon review, the device revealed elective replacement indicator(eri) status despite battery showing normal voltage readings. Device data corruption was suspected. The device was explanted and replaced. The patient was discharged and in stable condition.

Manufacturer narrative:
The reported events of data problem and incorrect measurement were confirmed. The reported event of failure to interrogate was not confirmed. As received, the device had triggered eri and eos falsely. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, indicating normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.